Event description:
The facility's biomedical engineering dept reported a pump that was underinfusing during biomed testing. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. No additional info or contact was available.